Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor didn't last occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. However an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.